Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump display screen as observed to be scratched which obstructed the pump display screen. The pump battery compartment was observed to be cracked at the bumper pad. The returned battery cap was able to attach to the pump for investigation. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen lens was scratched and the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(6) 2015.